Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple new cartridges. The customers blood glucose level was reported to be in the low (200's mg/dl) it was indicated that the customer would use lantis injections as alternate insulin therapy.